Event description:
On (B) (6) 2007, the pt underwent a knee arthroscopy procedure using an arthrocare tristar 50 with integrated cable. The pt sustained a third degree burn to the back of his calf that was cane-shaped. The burn was three to six inches long and one-quarter of an inch wide. The pt was sent to a wound care center for treatment.

Manufacturer narrative:
A device lot number was not available from the health care facility and the device was not retained by the health care facility. Therefore, a device lot history review and device investigation could not be completed. After this burn occurred, an arthrocare rep met with members of the health care facility and the physician. It was determined that the physician was not using suction as per the instructions for use. The instructions for use state: "for wands with suction, attach the suction adapter to the standard hospital suction equipment. Ensure that the roller clamp is open, and vacuum is in range of 200 mmhg (7.87 in hg) to 400 mmhg (15.75 in hg)." The IFU also provides the following warning: "for wands with suction, failure to attach the suction adapter may cause thermal injury to the physician or pt."